Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a nurse received a needle stick. The patient received the medication via a gluteal needle. At the conclusion of the injection the nurse attempted to engage the safety device. Reportedly the needle bent and the nurse was stuck. The nurse is reportedly receiving medical treatment consistent with blood exposure.